Event description:
Caller reported an issue with a cgm error 42. After conducting a pump reset with assistance from customer technical support, the error code did not reappear. There was no adverse impact on the customer's blood glucose level. Customer technical support further advised the caller to wait 20 minutes before starting their sensor session, and the caller acknowledged this guidance.